Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "forward firing" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 123,596 joules of use, forward firing was observed. Additionally, the "fiber turned inside sheath. Fiber on end didn't line up with holes to continue vaporization." The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber. Time expended 37:03 total time expended with first and second fibers. Patient outcome: "ok" reported.